Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that during an unrelated procedure, the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that episodes of noise were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable.